Manufacturer narrative:
A company rep examined the system and found the system message reported in the event log. The u/s controller pcb was replaced. Preventive maintenance was performed. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system message displayed during a cataract extraction procedure and phaco power was lost. The handpiece was replaced and the system was rebooted, however the issue persisted. The surgeon removed the remaining cortex using a manual technique. The procedure was completed without further incident. There was no patient injury or harm reported.